Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a (B)(4) vns computer would not power on. The computer has been requested for return, but has not been received to date.